Event description:
"The IV extension tubing found to be cracked and leaking." No additional information was available.

Manufacturer narrative:
Review of the complaint history reveals similar reports have been received for this product, 1c8290, for the reported issue. A corrective and preventive action has been initiated for this issue.